Event description:
It was reported that the right atrial (ra) lead was observed with possible undersensing, but due to poor telemetry on the implantable pulse generator (ipg) device inconclusive strips and electrogram were noted. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.